Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6)-year-old caucasian female underwent a breast augmentation revision with mentor memorygel breast implants (325cc on the right and 275cc on the left) and experienced bilateral capsular contracture (baker grade IV on the right side and baker grade iii on the left side) and rupture on the right side post-operatively. As a result, the patient underwent device removal and replacement with 300cc mentor memorygel breast implants on (B)(6) 2019. This report is for the patient's left-sided device.